Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient has indicated that, as a result of this, he/she now has tonsil carcinoma. It is unknown what medical intervention was required by the patient. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.